Event description:
A report was received that the patient experienced a sore swelling around the incision site, larger than the size of a quarter. The physician determined it to be a seroma and prescribed massage and medication, and observed that there was no infection, only a pocket of fluid. The swelling went down to a level the doctor reported as no cause for concern, and the patient is reportedly doing well.

Manufacturer narrative:
Device remained in patient. This is a final report.